Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd safetyglide¿ needle, two needles were found to have what looked like a fiber/thread on the needle when the cap was removed. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Two open packages and two loose safetyglide needles in shields were received, confirmed to be from batch #7271586 (p/n (B)(4)). The needle was taken out of the shield and evaluated. One cannula was observed to have a small loose white fiber less than level 3 in size on its surface. However, a few more small loose fibers could be seen inside the shield of unknown size. One cannula was observed to have long loose white fibers, larger than level 3 in size, with one obstructing the fluid path of the cannula and wrapped around it. The fm observed is rejectable per product specification. Potential root cause for the foreign matter defect is associated with the needle manufacturing process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd safetyglide needle, two needles were found to have what looked like a fiber/thread on the needle when the cap was removed. There was no report of exposure, injury, or medical intervention.